Event description:
A patient informed resmed, their CPAP unit caught on fire.

Manufacturer narrative:
A preliminary examination of the returned device identified the possible cause of the failure, as the ac appliance inlet connector solder joint in the power supply unit. There was no adverse event reported for this incident.